Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to patient discomfort. It was noted that the patient already has a cardiac resynchronization therapy pacemaker (crt-p) system. The system has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to patient discomfort. It was noted that the patient already has a cardiac resynchronization therapy pacemaker (crt-p) system. The system has been returned and is in the process of device analysis. No additional adverse patient effects were reported.